Manufacturer narrative:
Multiple follow-ups were conducted to obtain additional information on the event; however, requested information has not been provided. Additional follow up will be made to request information on the event. Once the evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction while using the comfort splint. The patient experienced the reaction after using the appliance for 2 days. The patient's lip was swollen.

Manufacturer narrative:
The device was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned device. The edges of the device was slightly rough due to grinding. No major cracks were found. Mouth guard's layers were intact and not separated. The original color was maintained without discoloration. The device was returned in a clean and good condition. A review of the material lot was performed and no non-conformity or defect were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test was completed on the test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. This incident is being monitored, tracked, and trended.